Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.3, b.5, g.1, h.6.

Event description:
Physician further reported the funnel device was used three times, was rehydrated between uses, and caused damage to the implanted devices. A backup allergan breast implant was used. The funnel device has been discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a backup device was used for operation.

Event description:
Healthcare professional reported successful use of funnel "on breast #1 but then when inserting the implant in breast #2 the implant would not advance resulting in the damage to the implant. They stated that they followed the directions for use precisely but the surface of the funnel became ¿dry¿ when attempting to insert implant #2."